Event description:
During a ptca procedure, the shaft of the catheter broke while attempting to cross the lesion. The physician used a cordis 7f jf4 guide and two choice pt wires to cross lesions in the proximal cx adn the 1st om. Both vessels were heavily calcified and both previously stented with 90% discrete restenotic lesions at their origins. He was unable to cross the calcified proximal cx lesion and in pushing the 2.0x12mm quantum the shaft broke off. He was able to easily remove the distal portion of the balloon and continue with the case. Using another 2.0x12 quantum to pre dilate the cx to 20 and then 24 atms with no problem and then place a 2.75 x 16mm taxus stent across the previously placed stent. The procedure was completed and the patient was discharged to the ward.